Event description:
The pt developed chest pain, went to (B)(6), the vad was clotted off, but she was hemodynamically stable, so the vad was turned off, she was placed on dobutamine and swan indicated adequate ci. Remains with pump off in situ.